Event description:
Boston scientific received information that this right ventricular lead was exhibiting high thresholds. The lead was repositioned. The lead function appeared normal, however the physician suspected a micro dislodgement. No adverse patient effects were reported. Our records show this lead remains in service. Should any further information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.